Event description:
It was reported that a flogard infusion pump had door open alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The sample was visually inspected, functionally tested and the alarm log was reviewed. The reported condition of open door alarm was confirmed via the alarm log. The cause of the alarm was due to a missing door magnet. To correct the issue the magnet was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.